Event description:
It was reported that when the asymptomatic patient presented in clinic, stored egms showed episodes of non-sustained rv oversensing due to myopotentials. Oversensing was observed in-clinic when patient coughed. The device was reprogrammed and no further issues have been seen. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.